Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. In 2001, pt's blood glucose was 140 and 78 with a difference of 50%. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.